Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection found a bulge on the frontside of the case over the high voltage capacitors but no other irregularities. Upon interrogation the device was found to be at end of life (eol). The case was removed and the high voltage capacitors were separating. Visual inspection found no signs of arcing from the stack to the case. The insulator was removed from the stack and visual inspection of the anode and cathode interconnects found no irregularities. The outside of the stack and the inside of the case also had no irregularities. Visual inspection of the arcing damage found that the arcing originated from the between two capacitors. The arcing was contained in the stack based on the visual inspection of the stack. This was determined to be due to foreign material compression resulting in arcing between two anode circuits.

Event description:
Boston scientific received information that when the field representative went to interrogate this cardiac resynchronization therapy defibrillator (crt-d) prior to implant, an extended charge time outside of specification occurred during the manual capacitor reform. Subsequently the device was not implanted and was sent back for analysis.